Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were too old to have the surgery to remove the device. They stated they had moved to have the device re-issued in four years. But then had moved again and could not reach their hcp. They thought they might've retired and were wondering if there was an alternative to surgery. They had seen a urologist but no suggestions were made.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that for the past 1-2 weeks the patient has been getting an occasional shock every once in a while. Patient representative said that the shock is just an uncomfortable zap in the back of the patient's back where the implant is located. Agent asked if the patient had their patient programmer to connect to the implant and the caller said they didn't know. Patient was not available at time of call. The patient was redirected to their healthcare provider to further address the issue. Caller stated hcp was a dr. Steven smith, but patient has moved and needs hcp closer. Physician listings emailed to caller.